Event description:
It was reported drill broke off inside the patient. The broken tip remained inside the patient. No other patient injuries were reported.

Manufacturer narrative:
The distal tip (.356) of the drill head has broken from the shaft and was not returned for examination. Further examination of the break area using a stereo microscope showed the flutes are dull and damaged. There is damage to the chucking area of the drill consistent with slippage within the drill chuck during use. The drill is over six years old and shows wear and tear. No root cause related to the manufacture of the device can be established. Device history review found that there were no abnormalities identified during the manufacture of this lot. Evaluation determined that use error may have contributed to the event.